Event description:
It was reported by the end user accidently applied product to the right eye and could not open eye and the eye became irritated.

Manufacturer narrative:
Based on the available info, this event is deemed to be a serious injury. End user was advised to flush the eye with running water and follow up with health care provider and/or emergency room or 911 as soon as possible if issue does not resolve. No pt/event details has been provided to date. Should additional info become available, a follow-up report will be submitted.